Event description:
It was reported that fluid was not flowing through the shunt well. During explant it was noted that the distal end of the peritoneal catheter was covered with a large quantity of debris.

Manufacturer narrative:
The returned valve showed no signs of internal debris or occlusion. There were no signs of damage. The valve was patent and passed siphon, reflux and leakage testing. It met all specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.